Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient's recharger and small remote are not working. Patient sates her wires implanted must be disconnected because nothing is connecting. Patient states the stimulation stopped working two days ago. Troubleshooting resolved the reported issue. Patient was able to connect just fine with both pieces of equipment. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was no longer functioning. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
Continuation of d11: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 9 7754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 977a260 lot# serial# (B)(4) implanted: 2016-(B)(6)explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2016-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there was a big black line in the middle of the device and the charger went black with ¿no power¿; the circumstances that led to the device no longer functioning was reported to have been probably because it was 3 years old and old. It was noted that it was confirmed there was a wire disconnected on the right-side lead. The patient¿s lumbar was inoperable, their neck of ¿4¿ slip disc and right side of their neck hurt all the time, and their arms were both numb all month. The patient got a new charger, met with their doctor and a manufacturer representative, and it was noted that the stimulation and wires disconnecting had been resolved. No further complications were reported/anticipated.